Manufacturer narrative:
(B)(4) device is a combination product. Device evaluated by MFR.: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4)

Event description:
(B)(6) clinical study. It was reported that unstable angina and in-stent restenosis occurred. In (B)(6) 2013, the patient was diagnosed with unstable angina and was referred for cardiac catheterization. The target lesion was located distal left circumflex artery (lcx) with 80% in-stent restenosis and was 18 mm long with a reference vessel diameter of 2.5 mm. The target lesion was treated with pre-dilatation and placement of a 2.50 x 20 mm promus element plus stent, with 0% residual stenosis. During the same procedure, the mid right coronary artery was also treated with pre dilatation and placement of a 3.0mmx15.00mm commercial promus drug eluting stent with 0% residual stenosis. A day after, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2016, the patient presented with chest pain and was diagnosed with unstable angina. Subsequently, the patient was referred for cardiac catheterization. Coronary angiography revealed 99% isr of the study stent in distal portion with subtotal occlusion. The 99% isr of the study stent located in distal lcx was treated with pre-dilatation and deployment of 2.50 x 23.00 non-bsc drug eluting stent. Following post-dilatation, residual stenosis was 0%. Two days after, event was considered resolved and patient was discharged on aspirin and clopidogrel.